Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo target lesion was located in the heavily calcified left main vessel. A 4.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut broke. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient's status was stable.